Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, damage to the stent occurred. The physician attempted to place a taxus liberte 3.0x20mm drug eluting stent to an unk vessel, but was unable to pass the stenosis. Upon removal, the physician noted that the stent strut was bent. No pt injuries or complications occurred. Pt status is satisfactory. This product is only ous approved but it is similar to a marketed us device.